Manufacturer narrative:
(B)(4): conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013 due to the fact abbott medical optics (amo) became aware on (B)(4) 2013. The condition of the system (since the time of the initial procedure) will make the evaluation impossible. Customer is only reporting this event and did not request field service or clinical support.

Event description:
The clinic reported that a laser vision correction patient presented one day post op indicated that he had rubbed his left eye. The patient was diagnosed with microstriae in the left eye. The doctor was able to correct the flap and the striae was resolved. The patient did not have any loss of best corrected visual acuity.